Manufacturer narrative:
The subject device was not returned to veran for evaluation. The root cause could not be identified, as the device was not returned. Veran will continue to monitor field performance for this device. This event is being reported as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
The physician reported that after sampling, the needle would not retract back into the sheath of the instrument. The physician did not open a new instrument and finished the intended procedure with no delay. There was no patient or user harm reported.